Manufacturer narrative:
Tandem territory manager met with the customer and no device issues were identified. Customer's healthcare provider was informed of the information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg past values not reported; current bg 380 mg/dl). Customer reported to have entered carbohydrates; however, pump data showed no carbohydrate amounts. Customer did not feel ¿like all of the insulin needed¿ was delivered from the pump. Infusion set was changed and site was rotated. Bg was not corrected. Customer worked with a diabetic trainer and elevated bg appeared to be related to pump. Customer reverted to using manual injections for insulin therapy. Tandem technical support reviewed pump data and found that at times carbohydrates were entered to request a bolus; however, most times it appeared carbohydrates were not entered.